Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative reporting that the patients battery would not charge. They indicated that they would wear the recharger for hours but the battery level would never change so the battery went into overdischarge. They said the recharger piece would charge up, but the implantable battery would not. A 60 minute reboot was done to try and restart the battery. The patient wore the recharger for 60 minutes. It was reported that the patient was provided with an extra recharger to see if that one would charge the ins. This was done to try and rule out recharger problems as opposed to an internal battery issue. It was reported that the patient¿s internal battery was reactivated and the patient went home charging their ins with the new recharge they were given. It was reported that the patient will let them know if their ins battery level increases. It was unknown if the uses were resolved at the time of the report, but it was indicated that the rep would follow-up for more information. It was reported that no surgical intervention occurred and it was unknown if surgical interventional would be planned. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37752, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional on (B)(6) 2017. It was reported that the patient did not experience any symptoms related to the device issues and if the patient was still unable to charge the battery after meeting with a manufacturer representative (rep), the implantable neurostimulator (ins) would need to be replaced. At the time of the report, troubleshooting was not performed and there were no actions/interventions taken to resolve the battery issues. A manufacturer representative (rep) later reported that the patient was given an extra recharger piece and in result, the patient was able to charge the ins to 100%; it was discovered that the patient¿s original recharger piece was not working. In the end, a power on reset (por) message was cleared and the patient was able to use their ins again. There were no further complications reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain. It was reported that the patient¿s battery was not accepting a charge. The patient stated it would show nothing in the battery when he would try to charge and he would also never let it go down to the last bar. The patient was able to get the normal ins recharging screen and got 8 coupling bars but after an hour and a half it had not charged any. The patient had not had any changes to programs or settings. The patient was to contact his healthcare professional. He stated he had an appointment on (B)(6) 2017 for his medication refill. No symptoms were reported. No further complications were reported. Follow-up was to be conducted.